Manufacturer narrative:
Additional information received on 24 august 2016 and includes: the surgeon confirmed the cup was implanted in anteversion. Batch reviews performed on (B)(6) 2016. Lot 157817: (B)(4) items manufactured and released on 22 april 2016. Expiration date: 2021-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size m 0, code (B)(4), lot. 146027 (k112115); (B)(4) items manufactured and released on 26 november 2014. Expiration date 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on items of the same lot (MDR 2015-00048). Mpact flat pe hc liner ø32/c, code (B)(4), lot. 145879 (k103721); (B)(4) items manufactured and released on 17 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to feeling unstable. The patient was dislocating. The cup was anteverted. The surgeon revised the cup head and liner. The surgery was completed successfully. X-rays and explants are not available.